Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl for an estimated seven hours while using the ilet with an inset infusion set and humalog, after multiple infusion set changes and a temporary disconnection with subcutaneous insulin injection as backup therapy; insulin delivery was resumed after another site change with no visible kinks, leaks, or cannula bend observed. Symptoms included elevated blood glucose without associated acute neurologic or systemic effects. Outcomes included no need for professional medical intervention and continuation of therapy after site change, with replacement supplies arranged. Investigation included review of device use and infusion set change steps with the user. Investigation of this case revealed no observable infusion set defect, no confirmed device malfunction, and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia of unclear cause with restoration of glucose control after site change and continued use.